Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy. It was reported that two months prior to report the patient suddenly stopped feeling stimulation and thinks his device is depleted.

Manufacturer narrative:
(B)(4). Upon further review of this event for additional information received, it was determined that this event should not have been reported as a malfunction initially. No information suggests a malfunction of the device and this event was incorrectly reported.

Event description:
Additional information received from the patient in response to follow-up reported that the battery life expiring had led to the event. No steps were taken to resolve the issue. Additional information received from the patient reported that the battery was at the end of its life. There had been no changes in activity level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.